Event description:
The following has been reported: biomed reported: "if touching top of case on pump will effect operation of touch screen." "Here is the information that I know of. Work order tag said that they were having issues with the touch screen. When I ran the pump for delivery test, I noticed when adding a rtls tracker to unit the screen flickered. I then started pressing on different parts of top of case and it appears to affect the screen. I shutdown the pump and software upgrade popped up, so I ran that. I then tried running delivery test again and still noticed pressing on top of pump case affected the screen." Injury/adverse reaction: no. Active infusion stopped: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (screen no input). Unit started up and touch screen works properly and was able to navigate through various setting. Verified touch screen flex cable was seated properly. No other damage found.